Event description:
It was reported that continuous glucose monitor showed error message and customer experienced cgm error 42 with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, and performed pump reset with guidance from support, after which error message did not appear again and no additional issues were reported.